Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an infusion set occlusion that persisted until the infusion set was changed, after which normal operation resumed and blood glucose remained unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention beyond a supply change and no hospitalization. Investigation included troubleshooting and user education on infusion set management and occlusion resolution. Investigation of this case revealed an occlusion associated with the infusion set component, with resolution upon replacement indicating supply-related or set-related flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion consistent with use-related or disposable component performance.